Event description:
It was reported that upon deployment of a vena cava filter, two filter legs crossed and did not expand. The filter was retrieved with a snare device and another filter was deployed successfully. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for eval. However, one photo was provided for review. The photo shows a filter on a flat surface. The filter had a set of crossed legs behind held together by what appeared to be bloody tissue/clot. However, it is unk if the crossed limbs were a result of the removal procedure. Based upon the photo review, the complaint investigation is inconclusive for failure to expand. Based upon the available info, the definitive root cause for this event is unk. It is unk if pt and/or procedural factors contributed to the event.